Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope like symptoms. A remote interrogation was performed and boston scientific technical services (ts) was consulted for review. Upon review ts found no stored episodes and within range measurements. It was also noted that the electrogram (egm) showed normal device function for the implantable cardioverter defibrillator (ICD). The cause of the syncope was unknown and no additional adverse patient effects were reported. The ICD remains in service.